Manufacturer narrative:
The customer called technical support to report that the device failed the power fail alarm test during preventive maintenance (pm) with an alarm sounding for only 20 seconds when the power was disconnected. The customer also noted that a 1104 "backup alarm failed" alarm error was logged in the event log. The remote service engineer (rse) advised the customer to replace the central processing unit (cpu) printed circuit board assembly (pcba) and reprogram the necessary items once installed. The rse also provided the customer with the part number of the replacement cpu pcba for repair. Per good faith effort (gfe) response, the biomedical engineer (bme) decided to retire the device rather than go through with the repair. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device failed the power fail alarm test during preventive maintenance (pm) with an alarm sounding for only 20 seconds when the power was disconnected. The customer also noted that a 1104 "backup alarm failed" alarm error was logged in the event log. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device failed the power fail alarm test during preventive maintenance (pm) with an alarm sounding for only 20 seconds when the power was disconnected. The customer also noted that a 1104 "backup alarm failed" alarm error was logged in the event log. The remote service engineer (rse) advised the customer to replace the central processing unit (cpu) printed circuit board assembly (pcba) and reprogram the necessary items once installed. The rse also provided the customer with the part number of the replacement cpu pcba for repair. The investigation is ongoing.